Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After data evaluation, the cse determined that the reagent rinse bowl was overfilling. The cse replaced the waste valve and performed a precision test on the multi-diluent. The cause of the discordant tni ul results is unknown. The cse successfully performed diluent sample testing and successfully ran quality controls. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni ul) results were obtained on two patient samples on an advia centaur cp instrument. The discordant tni ul results were reported to the physician(s), who scheduled the patients for a cardiac catheterization laboratory procedure. The samples were repeated on an alternate system, both resulting lower. The customer also performed serial testing. The serial results (corrected) were reported to the physician(s), who cancelled the cardiac catheterization laboratory procedure on both patients. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated, tni ul results.